Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, active current test, sleep current test and self test. Successfully downloaded history files and traces using thus. No failed battery tests noted during testing, however, three failed battery test alarms were found in the history file july 03, 2021 : 2 x july 04, 2021]. Moisture damage was found on the electronic assembly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, broken belt clip rails, pillowing keypad overlay and keypad overlay texture damage.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery error. Customer stated that they received failed battery alarm. After replacing the new battery issue did not resolved and turning off the insulin pump was unsuccessful. Automode feature was unknown at the time of event. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.